Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at time of incident. Customer treated with insulin pump. Customer reported that reservoir compartment was damaged and unable to locked in place. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.